Manufacturer narrative:
Imdrf device code a0501 captures the reportable investigation results of molding tip of the curving mandrel was detached. The returned stonetome was analyzed, and a visual evaluation noted that the molding tip was detached from the curving mandrel, and it was not returned, which was consistent with the findings when the device was observed under magnification. Per the dimensional inspection, the thickness and the length of the coined end of the forming mandrel were measured, and both were within specification. No other problems with the device were noted. The product analysis revealed that the molding tip was detached from the curving mandrel. This condition could have been generated due to handling to remove the mandrel from the device, such as if the physician rotated the molding tip instead of pulling the mandrel. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the common bile duct during a common bile duct stone removal procedure performed on (B)(6) 2022. During preparation, the handle of the mandrel was bent when it was tried to pull out from the stonetome. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: the molding tip was detached from the curving mandrel. Please refer to additional MFR. Narrative for full investigation details.